Event description:
Revision surgery - poly swap. Original surgery in 1998. Surgeon felt that the baseplate was loose. During surgery, it was noted that the baseplate was fine so the surgeon opted to put a new poly in, due to ten years of wear.